Manufacturer narrative:
Pump error 53 alarm noted in the device history and critical pump error (open book image) alarm during testing due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer receives the critical pump error image on the pump screen after the battery replacement. The blood glucose was unknown. The device will not be returned for the analysis.